Manufacturer narrative:
The customer returned the suspected product for evaluation. The returned meter was tested with the returned test strips from lot # 8fpeg25b, which gave satisfactory performance. The returned test strips were also tested with the reference contour next one meter, which also gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 322 mg/dl at 5:39 p.m. On a contour next meter. The customer had no symptoms of hyperglycemia. He performed a repeat testing with his neighbor's contour next one meter and obtained a reading of 102 mg/dl at 5:49 p.m. Another testing was performed at 5:55 p.m. With the contour next meter and a reading of 340 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The initial report indicated that the device was not available for evaluation and indicated that the device was not returned to the manufacturer. Whereas, the suspected device was returned and in-house testing gave satisfactory performance. Sections have been updated with the correct information.